Event description:
Related manufacturer reference number: 2017865-2022-06977. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker exhibited telemetry lock-out and the electrocardiograms (egm) were invalid and no egms could be reviewed or printed. An attempt to export the session record received an error saying the file was corrupted. The right ventricular (rv) lead had exhibited an event of noise reversion. No intervention was performed. The patient was in stable condition.